Manufacturer narrative:
The device remains implanted in the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 8 days post-implant, it was reported that the pt is currently in the ICU with an infection and has experienced high power consumption and intermittent pump stoppages. Audible and visual alarms appeared on the system controller and the power module. A short time after, the system controller shut down and the controller was exchanged. The pt was then connected to batteries; however, the batteries drained shortly after. The hospital team switched to a new power module and the alarms continued to appear. An x-ray was performed and it was reported thrombus was present. A decision was made by the hospital team to switch the pump off and a pump exchange will be performed after the pt is treated for the infection.